Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2017 with the following findings: a visual inspection of the pump revealed that the battery compartment was cracked and the cartridge compartment was chipped. The cartridge cap attached securely to the pump. The pump was powered on and the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging other (unusual) issue. The reporter stated that the pump is broken. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.